Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. This report is being filed on an international product, model number 78802-01, which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received a high scan result of 293 mg/dl on the adc device. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer experienced tingling sensation, head-ache, hot flushes and self-treated with 3.85 iu insulin aspart and measured fingerstick glucose result of 42 mg/dl on an adc meter and again self-treated with bellevita cake and a glass of grenadine syrup for the issue. When the provided results were plotted on a parkes error grid, fell into the d zone showing the difference in values to be clinically significant. The length of the wear was 10 day. There was no report of death or permanent impairment associated with this event.